Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a breast reconstruction procedure with a mentor memorygel breast implant 600cc gel breast prosthesis developed pain in her right breast. As a result, the patient underwent explantation with no replacement device on (B)(6) 2019. The explanted device was discarded after surgery.